Manufacturer narrative:
Complaint statement co20-2100-500: no samples were provided by the customer. No data was provided by the customer. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states high potassium concerns.